Manufacturer narrative:
The device was an arthrex model shaver. The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.

Event description:
It was reported that loose metal shavings had been noticed while the device was being used. The device was reported to be discarded. Additional info was requested, but no additional info was provided.